Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Analysis was unable to confirm customer received sensor in said condition due to customer returned opened/used. Analysis was unable to confirm adhesive anomaly due to sensor was returned opened/used.

Event description:
The customer reported via phone call that they received lost sensor alert. Customer was assisted with lost sensor troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer's blood glucose at the time of the call was around 150mg/dl or 120mg/dl. The customer stated that they did not receive a new transmitter and that the wrong ID was not programmed in the insulin pump. The customers stated that the sensor appeared to be fully inserted and flat on the skin. The customer stated that the cannula was bent and was advised that the sensor needed to be replaced. The sensor was returned for analysis.